Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure in the lower gi tract. According to the complainant, after clip was deployed and catheter was pulled out of the scope, the nurse cut her hand on the metal end of the catheter. The end of the control wire had not been fully pulled back into the catheter, when they removed it from the scope. The end of the control wire stuck her in the hand, like a "needle stick". All of the precautions for a needle stick incident were taken to make sure the patient didn't have any blood born pathogens; the tests came back negative, and the nurse is fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B) (4) sharp. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure in the lower gi tract. According to the complainant, after clip was deployed and catheter was pulled out of the scope, the nurse cut her hand on the metal end of the catheter. The end of the control wire had not been fully pulled back into the catheter, when they removed it from the scope. The end of the control wire stuck her in the hand, like a "needle stick". All of the precautions for a needle stick incident were taken to make sure the patient didn't have any blood born pathogens; the tests came back negative, and the nurse is fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4)